Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the etco2 module was not fitting into the device and could not be installed. There was no reported patient or user involvement and no adverse patient/user impact.